Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Rp differential pressure sensor went out two hours after transferring to the intensive care unit. Flows based entirely off motor current and p level. Sensor was zeroed by physician and sensor pulmonary artery (pa) waveform returned and automated impella controller displayed flow rates again. The sensor would continue to drift from monitored pa catheter values over the next 24 hours and was zeroed again. Device required zeroing approximately every 24-48 hours for the duration of use. Data log review confirmed placement signal drift, trending flows, and placement signal not reliable alarms. The pump was returned and inspected. No visual abnormalities were noted and pump passed electrical testing. The pump was flow loop tested for 48 hours and the drift was able to be recreated. Drift reproduced over the course of the first 2 hours where placement signal went from 0 to -70mmhg. Placement signal then recovered over the next 26 hours from -70 to 0mmhg. The cause of the placement signal issue was sensor drift as the data logs showed drift and the drift was able to be recreated during investigation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella rp flex placed to support a patient. The pump was placed, however, there was an optical signal loss that did not prompt an explant or replacement. Pump remained on for support despite malfunction. The pump was eventually weaned and explanted, and no patient harm has been reported.